Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported call that customer experienced low blood glucose level. Customer current blood glucose level was 52 mg/dl. Customer was treated with ate. The customer receive sensor updating or sensor glucose value not available alert and change sensor alert. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer declined with troubleshooting for low blood glucose. The device will not be returned for analysis.